Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number g3: date received by manufacturer g4: k011028, k013227 g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative h3 other text : summary investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: cmp-(B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D6a: implant date unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant at tooth site # 2 was removed due to peri-implantitis.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the tsv6b13 is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A complaint history review by item number was conducted for thetsv6b13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿peri-implantitis¿. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for infection, bone loss, and/or peri-implantitis problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.